Event description:
A female pt contacted lifecor customer support to report that she was feeding her baby and the device started to vibrate and speak to her. She was scared and set the baby down. She then pressed the response buttons. Support had the pt download and the download revealed a restart of the device around the time in questions. Support sent the pt a replacement battery pack and monitor.

Manufacturer narrative:
Device manufacture date: monitor: mfg date - 07/2008; battery pack: mfg date - 01/2008. Device eval summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The battery pack had damaged locking tabs. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack and monitor.